Event description:
Information received from patient reported that they had their implantable neurostimulator (ins) on the sacrum and it was ¿killing¿ them. They had pain at the ins site. The patient had taken a fall prior and they placed the ins right where they had hurt their back. The patient noted that they had to have an MRI to see if their cancer had spread so the ins was removed so they could get an MRI compatible model device. The replacement ins was moved to a higher position up on their waist. The patient stated that the ins did not have to be replaced because there was anything wrong with it. The indications for use for the implanted device were noted as spinal pain and complex regional pain syndrome type I. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.